Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error alarm and multiple pump errors. The customer¿s blood glucose level was 147 mg/dl at the time of the incident. Customer stated that the self test was pass. The customer was advised to monitor the pump and callback as needed. The device will not be returned for analysis.